Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with congestion during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the phaco handpiece occluded during surgery. There was no patient harm. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. No further information was provided. The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. (B)(4).